Manufacturer narrative:
Product analysis: the valve was discarded therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately six years after the implant of this transcatheter bioprosthetic valve, severe central aortic regurgitation was noted. Subsequently, aortic valve replacement was performed successfully. No adverse patient effects were reported.